Event description:
It was reported that the patient was experiencing pain at the ipg site and wanted a smaller battery. Surgical intervention took place where the ipg was explanted and replaced to address the. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.